Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia event. Blood glucose level was 400 mg/dl at the time of the event. Patient got treated with intravenous (IV) drip. The duration of hospitalization was less than 24 hours. No further information available.